Manufacturer narrative:
A supplemental report will be submitted upon final review and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported the pt was hospitalized from (B)(6) 2014 with peritonitis, due to touch contamination. The pt grew out (B)(6), and was treated with vancomycin and levaquin.